Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the colonovideoscope had a scope communication error (b30). The event occurred at reprocessing. There were no reports of patient involvement.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report presents the results of the final investigation. The following fields have been updated: d9, h2, h3, h6, and h11. The device was returned to olympus for inspection, where the reported failure was confirmed. A definitive root cause could not be identified. However, investigation results suggest that the image error with error code b-30 was likely caused by a component failure. If additional relevant information becomes available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.